Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant was completely covered with bone, diabetes mellitus, periodontal disease, biomechanical overload, bleeding, inflammation, mobility.